Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 due to high blood glucose levels and diabetic ketoacidosis. Customer's blood glucose levels at the time of hospitalization was over 800mg/dl. The customer was not wearing the insulin pump at the time of hospitalization. Customer was treated with insulin drip. Customer also reported receiving no delivery alarms. Customer's blood glucose level at the time 140mg/dl. Troubleshooting occured. Advised insulin pump would be replaced.

Manufacturer narrative:
Pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. Unit passed functional testing including displacement test, rewind, basic occlusion, occlusion,prime/a33 and no delivery tests. No excessive "no delivery" alarm noted. Unit had minor scratched lcd window, cracked display window corner, cracked battery tube threads, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.